Manufacturer narrative:
Work order passed. No failure found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that site tried to load image with standard and unstructured (alternate module) but it showed, "unable to interpret images or header data" error. There was no patient present.